Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges pump placed itself into stop mode and did not alert patient that it was in stop mode. No adverse event reported. Requested return of the alleged device for evaluation.